Manufacturer narrative:
The data files and balloon catheter, 2af283 with lot number 33977, were returned and analyzed. The data files showed that at least four applications were performed with the returned balloon catheter on the date of the event. Subsequently, five applications were performed with another balloon catheter of the same lot on the date of the event. System notices 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ and 50006 ¿the safety system has detected blood in the cath handle, stopped the inj. And disabled the vacuum¿ were triggered multiple times on the event date. Visual inspection of the balloon catheter showed there was blood inside the inner balloon. The catheter failed the performance test upon connecting to the console due to system notice 50005. The dissection/pressure test showed visible blood was observed inside the handle also and a guide wire lumen kink and twist at 2.8 inches and 2.6 inches from the tip of the catheter. Pressure test showed the breach at the same points of the guide wire lumen kink. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was seen on the balloon catheter handle, and a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.